Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with automated peritoneal dialysis therapy. The bacterial peritonitis was manifested by severe lower abdominal pain and cloudy effluent. The cause of the bacterial peritonitis was unknown. The patient was hospitalized for the bacterial peritonitis and was treated with vancomycin every five days for five doses (route, dosage, and specific frequency not reported). After seven days of hospitalization, the patient was discharged. On an unreported date; extraneal and physioneal therapies were stopped, the peritoneal dialysis catheter was removed, and the patient was switched to hemodialysis therapy. The patient was recovering from the bacterial peritonitis. No additional information is available.